Event description:
Patient reported experiencing erratic blood glucose of 15-450 mg/dl for over a year. His physician believed the infusion set tubing was delivering insulin erratically. Physician recommended that he stop using the infusion device. Patient indicated that he did not believe the infusion device caused the issue. On one occasion approximately one year prior, patient was found on the floor and admitted into the hospital with blood glucose level of 15 mg/dl. He stated that he did not experience any symptoms of low blood glucose. Physician has prescribed 4 injections of insulin per day and lantis at night. Patient did not have any product to return for evaluation.

Manufacturer narrative:
Product not returned for evaluation.